Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracks on it. The customer¿s blood glucose during the incident was 250 mg/dl. They treated with the insulin pump. Troubleshooting was performed. The customer also reported that they had a high blood glucose that was over 500 mg/dl. They treated with a manual injection. They declined troubleshooting for the high blood glucose. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.